Event description:
Customer called in to report that they have been experiencing suctions breaks over the past couple of surgery days. All procedures were completed successfully and no patient injury was reported.

Manufacturer narrative:
Follow up attempts were made to the account to retrieve patient demographics, patient outcome and patient interface lot number information. However, no additional information was received. Expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. A partial number has been provided. Device manufacturing date: unknown, as the lot number of the device was not provided. Device evaluation: the product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified. Manufacturing record review: the manufacturing record could not be reviewed since the lot number was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
H2: additional information. Upon follow up, the customer site confirmed that the description of event was suction loss prior to the laser firing. This complaint was downgraded to not reportable. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.